Event description:
It was reported that the insulin pump alarmed no delivery during a bolus and during the manual prime process. The blood glucose reading was 310 mg/dl. The customer was advised that the no delivery alarm may have been caused by an infusion set or reservoir occlusion. The customer was advised to replace the infusion set and reservoir as soon as possible. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.